Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "at the time of the cleansing of an intubated female patient, after tracheal aspiration, an air leak at the connector which is connected to a mechanical ventilation circuit, has been noticed. Clinical consequences: no impact on the patient as the nurse has immediately reacted by searching for leak and replacing the connector, and no desaturation has been noticed."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was torn. A 100% visual inspection and leak testing is conducted during manufacturing; thus, a defect of this type would be detected prior to release from the manufacturing facility. The IFU for this product states that the product must be stored in a cool and dry place, protected from light and ozone. It also mentions to check the system for leakages. Based on the returned sample, the complaint of leaking is confirmed as it was found that the tubing was torn. It is most likely that this issue occurred due to the mishandling by the user, although an exact root cause could not be established.

Event description:
The complaint is reported as: "at the time of the cleansing of an intubated female patient, after tracheal aspiration, an air leak at the connector which is connected to a mechanical ventilation circuit, has been noticed. Clinical consequences: no impact on the patient as the nurse has immediately reacted by searching for leak and replacing the connector, and no desaturation has been noticed."